Manufacturer narrative:
S/v unknown. Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a21 alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart error and was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she wore her pump in the water for ten minutes and her pump is acting up. She put it in a bowl of rice. There is moisture in the display. Her screen keeps going in and out. Customer reports there is fluid under the display. The customer reported that a piece of plastic was missing from the reservoir compartment and there is a crack from the top of the reservoir down to the dome label. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.